Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further analysis in the pump history found pump error 53 alarm (file number: 620, line number: 4761) on 11/08/2024 at 06:58:48.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump rewinds properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.7 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Unable to verify customer alleged for high bg. The force sensor is within specification. Pump error 53 alarm found in the pump history due to software error. Customer alleged not confirmed for unable to rewind. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, rewind anomaly. The customer reported blood glucose value of 14 mmol/l. The customer reported hyperglycemia and elevated ketones/diabetic ketoacidosis and the customer was hospitalized and treated with pen. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process customer reported high bgs. The insulin pump was used within 48 hours of the event. The smart guard/auto mode was active at the time of the event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.